Event description:
It was reported that the event involved a daybreak sleep appliance device used by a 39-year-old female patient. It was reported that the patient said she has an abscess on her upper lip wondering if it is from the device. Per the report the patient stated the following: " I went to the dentist on monday (B)(6) and it was confirmed to be an abscess. They have referred me to an endodontic specialist who I will be seeing this coming friday (B)(6). It could be due to the daybreak morning device that I ended up having to pry off of my mouth irritating an old root canal. I am unsure." The appliance was delivered on (B)(6) 2026. The patient first noted the issue on (B)(6) 2026, and discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were reported. The reporter's office location is in (B)(6). Per the report, the patient followed the recommended cleaning and storage directions.

Manufacturer narrative:
It was reported that this customer does not document patient ethnicity or race, therefore it is unknown. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).